Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. Motor passed motor test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a motor error alarm and was damaged. The customer¿s blood glucose level was 6.2 mmol/l. The customer states had a crack near the reservoir compartment. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.